Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the explant procedure the device was programmed to ddd 70 with a temporary pacing wire set to 100 bpm since this patient was pacemaker dependent. Each time the physician used the bovee electrocautery the device would not pace. There was suspicion that the device was oversensing the bovee. A boston scientific technical services consultant discussed the option of changing the device to 'off-electrocautery mode'. The technical services consultant also cautioned that the temporary wire could competitively pace with device if 'off-electrocautery mode' was used. There was no report of adverse patient effects due to the explant procedure.